Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd preset¿ arterial blood collection syringe stopper separated from the plunger during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during use, the customer found plunger stopper separate with plunger."

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd preset¿ arterial blood collection syringe stopper separated from the plunger during use. The following information was provided by the initial reporter, translated from chinese to english: "during use, the customer found plunger stopper separate with plunger."